Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010 patient presented for lumbar sp 2 or 3 view due to injury, back pain radiating into both feet. Report: lateral views were done of the lumbar spine of what appear to be backward extension and forward flexion views. !he disk spaces and vertebral heights are intact. Mild facet hypertrophic changes are noted. It should be noted that the quality of this film is somewhat limited. (B)(6) 2010 patient underwent the MRI of lumbar spine to treat low back pain, leg pain, and bilateral foot numbness. Findings: a very mild curvature of the lumbar spine towards the left. There was lowered signal intensity within the disc spaces on t2 imaging at l4-5 and l5-s1, consistent with degenerative disc disease. At t12, there was small vertebral body hemangioma. There was no worrisome osseous lesion seen. On (B)(6) 2010 the patient underwent the following surgeries: posterior spinal fusion l4-5, lumbar laminectomy decompression with complete facetectomy l4-5 , posterior lumbar interbody grafting l4-5, lumbar interbody fusion cage l4-l5, posterior spinal fusion l5-s1, lumbar laminectomy decompression l5-51, posterior lumbar interbody grafting ls-s1, lumbar interbody fusion cage -- l5-s1, local autologous bone graft for spinal fusion/rhbmp-2 bone morphogenic protein, lumbar segmental fixation - aesculap to treat the following pre-op diagnosis: lumbar spinal canal stenosis, l4-5, l5-s1, advanced lumbar painful disk degeneration, l4-s, l5-s1, lumbar radiculopathy, l4-5, l5-s1, clinical lumbar symptomatic instability. Op-notes: super slide retractor with four blades placed reveal excellent exposure to the spine itself. The pedicle screws are placed at this time utilizing surface anatomy. Pilot drill hole with the drill, blunt cannulation of the pedicle with a gearshift type awl, double palpation of the pedicle walls to be certain there is not any perforations and ultimately placement of 8.0 x 40 mm titanium polyaxial pedicle screws at l4 and l5 and 51 spinal levels with fluoroscopic guidance. Good implant alignment and positioning noted. Because of his clinical symptomatic instability and disk degeneration, an interbody graft is placed through a transforaminal approach. The surgery started at the ls-51 level. Box annulotomy is followed with removal of degenerative disk material, endplate cartilage, down to bleeding subchondral bone with the intradiscal rasps and reamers and curets. A 13 mm kimba interbody device with a pledget of rhbmp-2 placed into the disk space through this modified transforaminal approach on the insertion tool to perform anterior column support and fusion simultaneously. Identically, at the l4-5 level a similar box annulotomy followed with removal or the endplate cartilage down to bleeding subchondral bone. Once the kimba device was placed at this level, the wound was thoroughly irrigated. Posterolateral bed decorticated thoroughly with the high-speed drill and packed with local autologous bone graft, rhbmp-2 bone morphogenic protein and augmented with fiber based demineralized bone matrix. Nice posterolateral bed fusion results. Finally, the 70 mm rods were locked into position with the torque wrench. Good stability obtained and the procedure terminated after final radiographs taken. The patient is awakened and taken to recovery stable, moving both upper and lower extremities on command. On (B)(6) 2013 the patient underwent the MRI of lumbar spine w/o, MRI of lumbar spine and sacrum without contrast due to back pain. Conclusion: status post lumbar fusion with hardware spanning l4 to s1. Disc spacers at l4/l5 and l5/s1 appear to have migrated posteriorly resulting in left lateral recess stenosis and foraminal stenosis, mild adjacent level discogenic disease and facet degenerative change at l3/l4, no additional new or acute findings seen.